Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a trauma surgery was performed on (B)(6) 2011, the patient complained of chronic dislocation. Therefore, a revision surgery was performed on (B)(6) 2022 and (1) one unkn fem head impl memphis, (1) one r3 20 deg xlpe acet lnr 36mm x 60mm device, (2) two 4.5mm x 42mm cort bone scr st sst device, (1) one classic chs pl 4 slot 130 deg device and (1) one chs lag sc 90mm 3.54 device were explanted.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the dislocations and subsequent revision. The patient impact beyond the revision cannot be determined with the limited information. Device specific identifiers were not provided for the femoral head. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. A review of the production order for the acetabular liner, cortical bone screw, screw plate and lag screw did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the acetabular liner, cortical bone screw, screw plate and lag screw over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents of the acetabular liner in total hip systems revealed that dislocation may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components, this has been identified as warnings and precautions. A review of the instructions for use documents of the cortical bone screw, screw plate and lag screw in fracture fixation devices revealed that the correct selection of device components is extremely important. The appropriate type and size should be selected for the patient. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both, this has been identified as warnings. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.